Event description:
A female patient contacted lifecor customer support to report that her monitor will not boot up. The patient reported the monitor will come on, but when she hits the response buttons to complete the boot up cycle, it continues to alarm her to press the response buttons. Support ensured that she is not pressing the response buttons until the device prompts her to. Support also ensured that she is pressing both response buttons. The patient's monitor was replaced for evaluation.

Event description:
A 58 year old female patient contacted lifecor customer support to report that her monitor will not boot up. The patient reported the monitor will come on, but when she hits the response buttons to complete the boot up cycle, it continues to alarm her to press the response buttons. Support ensured that she is not pressing the response buttons until the device prompts her to. Support also ensured that she is pressing both response buttons. The patient's monitor was replaced for evaluation.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. Initial testing of the monitor found no problem with the start up sequence. However, repeated testing was able to reproduce the reported problem. The cause of the monitor not completing the start-up sequence was an intermittent front response button. When response button was actuated, the switch would intermittently not close. Failure analysis of the intermittent switch identified a slight crack in the conductive ink conductor, where the switch contact was terminated. The root cause of the damaged conductive ink path cannot be positively identified. No adverse event resulted from the faulty response button. The patient received a replacement monitor.